Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 24001100. Product family: scs-paddle leads upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7051406.

Event description:
It was reported that patient had an infection at the ipg incision site wherein fluid drainage was noted. The cause of infection was unknown. The patient underwent an explant procedure wherein all components were remove and will not be returned. Upon recent consultation with the physician, the patient was reported to be cleared of infection.